Event description:
It was reported that the patient experienced a difficult time breathing. The device exhibited loss of ventricular capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.